Manufacturer narrative:
Based on the info available at this time, no conclusions can be made. Without a lot number a review of the mfg records cannot be conducted. It is alleged that th e pt has developed a recurrence of his hernia, recurrence is a known possible adverse reaction listed in the IFU. This MDR includes all of the known pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
The allegation was reported to davol by the pt's wife: it is alleged, by the pt's wife, that in 2003 the pt was implanted with an unk composix kugel hernia patch. Reportedly, two years later, in 2005 the pt had a hernia recurrence; however, no surgical intervention was performed. She alleges that the surgeon has been reluctant to perform additional surgery due to fear of compromising the mesh ring. Several years later in 2014, it was reported that the pt was hospitalized for small bowel obstruction, which resolved on its' own without additional medical treatment. It is unk if the ck mesh may have contributed to the small bowel obstruction. The pt was indicated to have a complex medical/surgical history. At this time she alleges his doctor is considering if surgery should be performed to remove the mesh ring, but the pt has ongoing health issues.